Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When the pharmacy staff was helping the patient with an injection, finger was sticked by the inner side of the needle. No photos taken, no samples retained, no customer response is needed. Customer would like to know whether this incident will affect or infect the customer, call center has advised customer go to hospital for check. Sample availability: no. Sample availability details: no sample available.